Manufacturer narrative:
The lens remains implanted and will therefore not be returned to bausch + lomb for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a cataract surgery was prolonged due to an unusually dense cataract. Approximately one week after implantation of the lens, a fibrinoid anterior chamber reaction was noted and subsequently the patient developed an anterior pupillary fibrin membrane with synechiae formation. The patient was treated with topical anti-inflammatory medications. According to the surgeon, the patient's vision has improved from 20/60 to 20/30.